Event description:
This console was not supporting a pt customer reported that the monitoring laptop computer on the css console could not be switched on. This alleged failure mode poses a low risk to a pt, because the issue was observed when the css console was not supporting a pt. In addition, the alleged failure mode would not prevent the css from performing its life-sustaining functions. The computer is a monitoring device only and does not control css console function. An investigation will be conducted by syncardia, and the results will be reported in a supplemental MDR.